Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead implant procedure was abandoned on (B)(6) 2019. During the procedure, a laminectomy was performed and after the lead was opened, the neuromonitoring notified that there was no motor response from either leg. The physician closed the incision and abandoned the procedure. No products were implanted. The patient was awoken from general anesthesia and had motor function in all four extremities.